Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico was having some issues, so the doctor recommended to change out the batteries. Customer installed 2 new (B)(6) aa batteries. All the lights come on for a second or two, and then go off, and then the unit does nothing. Customer has tried, but unit is now dead. Customer has a large wound on the bottom of foot that is not draining.